Event description:
A total hip arthroplasty was revised approximately 14 years post-operatively because of a fracture in the modular stem prosthesis.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.